Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall. G3. Corrected date received by manufacturer.

Event description:
Procedure performed: ni. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Ai translation: the block informs me that several epix universal ca500 clippers, batch 1495839, have only released one of the 3 clips. Additional information received from applied team member via e-mail on 15july24: 2 ea event units returned under complaint (B)(4). Intervention: ni. Patient status: no injury.

Event description:
Procedure performed: ni event description: ai translation: the block informs me that several epix universal ca500 clippers, batch 1495839, have only released one of the 3 clips. Additional information received from applied team member via e-mail on 15july24: 2 ea event units returned under (B)(4). Patient status: no injury. Intervention: ni.

Manufacturer narrative:
Engineering has completed their investigation on the event device and the investigation documentation is being routed to senior management for approval. A follow-up report will be sent once senior management has analyzed the results.